Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a penumbra system jetd reperfusion catheter (jetd) and a non-penumbra guide catheter. The jetd kinked at the distal end while going through the guide catheter. Therefore, the jetd was removed. The procedure was completed using another jetd. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned jetd revealed a kink near its proximal end. This damage was likely the reported jetd kinked at the distal end. If the jetd is forcefully mishandled at extreme angles during advancement, damage such as this may occur. During functional testing, the jetd was able to advance through a demonstration neuron max without issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.